Event description:
A pt reported they were unable to receive a reading on their one touch profile meter due to "not ok" message prompts upon inserting a test strip. There was no result on their meter as the pt was unable to test. Pt's symptoms are unk. Treatment was not reported. No further info has been reported.